Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently, the patient was treated with oral doxycycline and topical triamcinolone. The infection cleared.